Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, atrial fibrillation occurred. The ra lead was placed successfully and remains in use. The patient was provided medication to treat the atrial fibrillation. No further patient complications have been reported as a result of this event.